Event description:
Reporter noted unit continued to aspirate with foot off pedal; posterior capsule tear occurred. Brought another system into or, changed foot pedal and handpiece. Enlarged incision and inserted single piece pmma lens in place of foldable iol. Prognosis reported as good.